Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was in overdischarge but did not want to complete a physician reset mode (prm) due to unsatisfactory pain relief prior to the overdischarge. The rep reported that the patient did not recharge their device for 6 months which may have caused the issue. The rep attempted to interrogate with the programmer to verify the overdischarge. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2017. It was reported that the patient did not want to complete a prm due to time and unhappiness with the stimulation therapy prior to the overdischarge. The patient was currently speaking to their physician about a pump trial. The device was returned on (B)(6) 2017.